Event description:
It was reported that the devices had error code 110.6021 which appeared while the device was booting up after it was powered on. It was also noted that replacing the front case with part # tc10013664 always fixed the issue. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report that the devices had error code 110.6021 which appeared while the device was booting up after it was powered on was not confirmed with the returned keypads. Physical inspection noted the keypads were observed to be in good condition with no issues observed. During internal inspection, each keypad¿s top layers were removed to expose the painted traces. Signs of contamination were observed along the keypad traces associated to the power on button and red led arrow light. All five keypad¿s ac indicator lights illuminated as expected after plugging in the power cord; however the test fixture also unexpectedly powered on. It was observed on two of the keypads that their system on lights unexpectedly stayed lit. Further testing of all keypads observed the rest of their keys were able to function as intended. The proximate cause of the customer¿s report that the devices had error code 110.6021 which appeared while the device was booting up after it was powered on is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module 15690738 service history record showed the device had a manufacture date of 08/31/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/12/2020 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 : only a keypad was provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the devices had error code 110.6021 which appeared while the device was booting up after it was powered on. It was also noted that replacing the front case with part # tc10013664 always fixed the issue. Although requested, additional information was not provided.